Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site and confirmed the reported issue. The reported issue was resolved by replacing the o2 gas module and expiratory channel connector printed circuit board (pcb). No logs were received. The replaced o2 gas module was returned for further investigation. The replaced pcb was not returned. Visual inspection of the returned o2 gas module revealed no abnormalities. The part was then placed into a reference ventilator for simulated use testing. During this testing, puc was performed and failed the pressure transducer test. The returned o2 gas module still failed pressure transducer test despite replacing the nozzle unit and the inspiratory solenoid. The zero-pressure voltage was measured for supply sensor and revealed a major drift in the measured voltage both delta and supply pressure transducer were measured and found to be normal. The conclusion is that the device failed to meet its specifications due to a random component failure on one of the pcbs inside the o2 gas module.